Event description:
The reporter called and alleged a discrepant result when compared to the lab for two patients. The reported device result was 4.8 and 5.0 inr. The corresponding lab result reported was 3.0 and 3.5 inr. No treatment was provided to the patients. The reporter only had information on one patient. The device was replaced and requested to be returned for evaluation.